Event description:
It was reported that the patient would experience overdoses after flying in an airplane. It was stated that the issue had happened several times and the patient would be hospitalized and treated for an overdose. Most of the patient¿s flights were greater than 2.5 to 3 hours in duration. It was reported that the pump had been replaced and at the time of report there was no patient injury. The device system was used to deliver infumorph.

Manufacturer narrative:
Product ID 8590-1, lot# n144182, implanted: 2008-(B)(6), product type accessory product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter, (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the pump found no anomalies. The pump performed as expected in lab conditions, passin both dispense and infusion testing and performed as expected in lab conditions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.